Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the complaint states: ¿heart rate decreased. This case was from health authority. At 15:30 on (B)(6) 2015, the patient was suffering from lumbar vertebral compression fracture bone cement internal fixation. When the bone cement was injected 5 minutes later, the patient's heart rate decreased from 79 beats/min to 57 beats/min. According to the doctor's instructions, intravenous injection of 15 mg of ephedrine hydrochloride injection and 10 mg of dexamethasone injection. After 5 minutes, the patient's heart rate increased and chills decreased. No additional information can be provided.¿ retained samples were not available for testing as this lot was manufactured in 2014 and samples were destroyed as per the enterprise retention schedule. IFU-0630004 rev b/ 3 reviewed. The complaint description states that the cement was being used to treat a ¿lumbar vertebral compression fracture¿. Smartset gmv endurance gentamicin is not indicated for this use as per the indications section of the IFU as follows: ¿the antibiotic bone cements smartset ghv gentamicin, smartset gmv endurance gentamicin, depuy cmw 1 gentamicin, depuy cmw 2 gentamicin and depuy cmw 3 gentamicin are all indicated for the fixation of prostheses to living bone in arthroplasty procedures of joints in which infection by gentamicin sensitive organisms is a potential risk. The bone cements are indicated for use in children only in the case of limb preservation where no other procedure is likely to give a good chance of successful treatment. The bone cement should be used with an appropriate prosthesis.¿ this confirms off label use based on the information in the complaint description. The warnings section contains the following text: ¿the premature insertion of bone cement may lead to a drop in blood pressure, which has been linked to the availability of methyl methacrylate at the surface of the product, although this has not been proven. This drop in blood pressure, on top of hypotension induced either accidentally or intentionally, can lead to cardiac arrhythmias or to an ischemic myocardium. To reduce this risk the surgeon should avoid early insertion of the cement and it is recommended that the mixing and preparation instructions are followed closely.¿ dfmea dva-107020-fde rev 9 reviewed. Cardiac events including arrhythmia as a possible outcome are included on line 76 during the bone cement curing phase. The risk is considered as low as possible and cannot be further mitigated (ifr). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot =device history reviewed: 1 unrelated non-conformance on this lot number final micro and sterility tests passed (B)(4) units released. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the atrial tachycardia. Corrected: h6 (patient).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Heart rate decreased. This case was from health authority. At 15:30 on (B)(6) 2015, the patient was suffering from lumbar vertebral compression fracture bone cement internal fixation. When the bone cement was injected 5 minutes later, the patient's heart rate decreased from 79 beats/min to 57 beats/min. According to the doctor's instructions, intravenous injection of 15 mg of ephedrine hydrochloride injection and 10 mg of dexamethasone injection. After 5 minutes, the patient's heart rate increased and chills decreased. No additional information can be provided.

Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> the complaint states: ¿heart rate decreased. This case was from health authority. At 15:30 on (B)(6), 2015, the patient was suffering from lumbar vertebral compression fracture bone cement internal fixation. When the bone cement was injected 5 minutes later, the patient's heart rate decreased from 79 beats/min to 57 beats/min. According to the doctor's instructions, intravenous injection of 15 mg of ephedrine hydrochloride injection and 10 mg of dexamethasone injection. After 5 minutes, the patient's heart rate increased and chills decreased. No additional information can be provided.¿ retained samples were not available for testing as this lot was manufactured in 2014 and samples were destroyed as per the enterprise retention schedule. IFU-0630004 rev b/ 3 reviewed (see attachment ¿(B)(4), extract from IFU-0630004.pdf¿). The complaint description states that the cement was being used to treat a ¿lumbar vertebral compression fracture¿. Smartset gmv endurance gentamicin is not indicated for this use as per the indications section of the IFU as follows: ¿the antibiotic bone cements smartset ghv gentamicin, smartset gmv endurance gentamicin, depuy cmw 1 gentamicin, depuy cmw 2 gentamicin and depuy cmw 3 gentamicin are all indicated for the fixation of prostheses to living bone in arthroplasty procedures of joints in which infection by gentamicin sensitive organisms is a potential risk. The bone cements are indicated for use in children only in the case of limb preservation where no other procedure is likely to give a good chance of successful treatment. The bone cement should be used with an appropriate prosthesis.¿ this confirms off label use based on the information in the complaint description. The warnings section contains the following text: ¿the premature insertion of bone cement may lead to a drop in blood pressure, which has been linked to the availability of methyl methacrylate at the surface of the product, although this has not been proven. This drop in blood pressure, on top of hypotension induced either accidentally or intentionally, can lead to cardiac arrhythmias or to an ischemic myocardium. To reduce this risk the surgeon should avoid early insertion of the cement and it is recommended that the mixing and preparation instructions are followed closely.¿ dfmea dva-107020-fde rev 9 reviewed cardiac events including arrhythmia as a possible outcome are included on line 76 during the bone cement curing phase. The risk is considered as low as possible and cannot be further mitigated (ifr). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: 1 unrelated non-conformance on this lot number final micro and sterility tests passed 2600 units released h10 additional narrative: added: g5 corrected: h5, h6 (patient) no code available (3191) was used to capture surgery. Removed minor injury code.